Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter was placed in the right basilica vein and trimmed to 9cm mark. No difficulties were noted during the catheter's insertion; however, once inserted the catheter was difficult to advance. The pt was a 1000 gram neonate on double CPAP with no intubation. The line was trimmed and secured appropriately and verified with x-ray. After x-ray verification the pt's fluids, tpn, were connected. After approx 6 to 8 hours of the fluids infusing the neonate started to decompensate (started going down hill). They went into the lung with a needle and aspirated back to check fluid in the lungs, and the fluid was positive for tpn and the pt died.